Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, high, out of range, right ventricular (rv) pacing lead impedance in (B)(6) 2018 was observed. Rv lead was noted to be fractured. No other anomalies were reported. Device was reprogrammed. Patient was stable and will be monitored normally.